Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 46 mg/dl earlier that day and threshold suspend did not activate. The customer reported that he lost consciousness. The customer reported that he treated with food. Blood glucose level at the time of the call was 65 mg/dl. The customer declined low blood glucose level troubleshooting. The insulin pump was not replaced or returned for analysis.